Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, no known device problem was reported. The infection or infection related allegation could not be confirmed by lab analysis - but was assigned the following coding based on the field report. The patient impact allegations were assigned the same as-analyzed coding as the infection allegation. The known inherent risk conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection. A revision was performed and the pacemaker along with the right ventricle (rv) lead right atrial (ra) lead were explanted. There were no additional adverse patient effects reported. No indication if the product will be returned.